Manufacturer narrative:
Device lot number, or serial number, unavailable. The device was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the cervical probe tip was bent. There was no patient present when this issue was identified.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was slightly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. The issue was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number and device manufacture date. If information is provided in the future, a supplemental report will be issued.